Event description:
It was reported that doctor revised patient's right hip due to altr.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 9616680-2012-00978.